Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 low level ii sensor failed to respond to an empty reservoir during set-up. There was no patient involvement.